Event description:
Healthcare professional later reported "cut with knife to drain" and "hole in valve". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation/use error: observed opening device assessed as surgical damage. Delamination of the diaphragm valve assessed as adhesive failure. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation" "cut with knife to drain" and "hole in valve." This record is for the left side. Device has been explanted and replaced.